Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in the original packaging with the batch number of the complaint on the label. The distal anchor is fractured below the eyelet, and the threads are in the insertion tube. The eyelet was not returned. The distal plug was returned on the device with no visible defect, the proximal anchor was returned off the device with no visible defect, and the insertion device has no visible defect. Bio debris is present on the insertion tube. A functional evaluation was performed on the returned device and found that the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during procedure, it was noticed that when entering the implant through the cannula, and tightening the threads, the implant of the healicoil anchor popped out. Furthermore, the distal anchor was found fractured, all broken components were removed from the patient. The procedure was resumed, without any delay, using a similar s+n back up product. No further complications were reported.